Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): writer was circle priming etoposide and etoposide started dripping from the top of the filter. Writer stopped circle prime and checked to ensure that the connection was secure, connection was not loose. Writer changed the filter and closed system transfer device and reprimed new filter, no leaks noted. All connections taped and blue cover applied over closed system transfer device. Plastic bag taped around filter to monitor for any leaks. Team lead made aware of same. No patient involvement.